Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported, the patient presented an electrogram revealing intermittent undersensing on the ventricular channel due to variable r-wave signal. The physician will continue to monitor the patient.